Event description:
During pci of the circumflex artery, while physician was attempting to place pci wire across the stenotic lesion the proximal flexible portion of the wire tip broke off and remained in the circumflex artery. Multiple attempts were made to retrieve the broken wire from the vessel but all failed.